Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "the handle broke inter-operatively from metal fatigue. Instrument was used for surgery and broken handle was not noticed until after surgery was completed."